Manufacturer narrative:
Seven devices were returned for evaluation. The evaluation results are as follows: results for device # 1-3, #6 and #7: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had unintentionally retracted during use. The needle mechanism was tested and pass with no issue observed. Results for device # 4 and 5: the complaint about the needle button released is confirmed. The device was returned with the needle release button in the unlock position, this state can affect the needle button mechanism functions. The needle mechanism was tested and pass with no issue observed.

Event description:
Patient reported the needle retracted before 24 hours, patient stated she didn't bump the device.